Manufacturer narrative:
Unit was received with missing segment due to cracked zebra connector at lcd board. Unable to verify compromised force sensor system alarm due to missing segment unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported via phone call, that the customer received a compromised force sensor system alarm. Customer's blood glucose level at the time 150 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.